Event description:
Additional information was received from the patient. They reported that they took 650 mg of aspirin and it didn't even help and they went to the emergency as instructed because they were told that the lead in the interstim could melt with high heat. And they were having "high heat " on my back and didn't think of it, but then started having symptoms showing me the product was working at high speed,. They contacted the doctor who sent me to (B)(6) for the surgery and in the emergency room they gave them plain ibuprofen 400 mg and a lidocaine patch. Neither helped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence it was reported that for the last 2 days they have been having pain in their back near the ins site, and they feel like someone kicked them in their back end or their side. The patient stated that the pain was almost unbearable, so they took 650 mg of aspirin last night or this morning which helped, but they don't want to keep taking that amount of aspirin continuously. The patient also felt like the ins was stimulating their nerve too much. This morning (B)(6) 2024 the patient woke up from sleep because it felt like the stimulation was hyperactive, which lasted for about an hour but then it stopped. The patient was not feeling the stimulation during the call. The patient stated that they normally don't feel stimulation. Prior to this event, the patient had their back cracked at a chiropractic appointment and a "venus machine" was used on their back as well. The patient wondered if perhaps the back cracking and venus machine caused a problem with the ins. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed that the patient could consider decreasing stimulation if the hyperactive stimulation returns. The patient mentioned that they still have some therapy issues, but they said they "can't expect it to work 100%." The patient confirmed they were getting at least a 50% reduction in symptoms.